Event description:
The customer reported being hospitalized due to a heart attack. The customer stated that her blood glucose was 116mg/dl, and went up to 200mg/dl while staying at the hospital. The caller stated that she took off the insulin pump and treated with an insulin drip. The customer stated that her blood glucose is elevated, and she wants to make sure the insulin pump is functioning. Further troubleshooting could not be performed as customer was unable to see the screen clearly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.